Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm was able to successfully pump the iabp unit initially with an internal trigger and then with a trainer without issue. Nothing unusual was identified in the logs. The stm calibrated the unit and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while conducting an in-house user training of the cs300 intra-aortic balloon pump (iabp), it was observed that the iabp unit would not autofill. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.

Event description:
It was reported that while conducting an in-house user training of the cs300 intra-aortic balloon pump (iabp), it was observed that the iabp unit would not autofill. There was no patient involvement and no adverse event was reported.